Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 01jul2021) ¿excimer laser coronary angioplasty in coronary lesions use and safety from the ncdr/cath pci registry¿. The article retrospectively reviewed a study of elca use during coronary interventions reported to the national cardiovascular data registry/cath percutaneous coronary intervention registry. A total of 19,688 lesions were treated from 2009 to 2018 with use of spectranetics elca laser atherectomy catheters. Complications included 75 instances of tamponade, 271 significant dissections, 275 perforations, 1645 acute kidney injuries, and 157 emergency coronary artery bypass grafting (MDR #3007284006-2026-00111). Additionally, there were 344 deaths prior to discharge (MDR #3007284006-2026-00112). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 01jul2021 has been used, the date of publication. Marc sintek, md, edward coverstone, md, richard bach, md, alan zajarias, md, john lasala, md, howard kurz, md, kevin kennedy, ms, and jasvindar singh, md excimer laser coronary angioplasty in coronary lesions: use and safety from the ncdr/cath pci registry volume 14, number 7 https://doi.org/10.1161/circinterventions.120.010061. This report captures the 344 deaths prior to discharge after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.